Event description:
Litigation papers allege: on or about (B)(6), 2009, pt was implanted with a depuy pinnacle mom systems on his right side. Pt has sustained serious injuries, pain, and permanent disability and deformity. There is no mention of revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update etq complaint number (B)(4). New etq record created in order to update etq (legacy system) complaint number wpc 9327-2011. Reason for original complaint.- litigation papers allege: on or about (B)(6) 2009, patient was implanted with a depuy pinnacle mom system on his right side. Patient has sustained serious injuries, pain, and permanent disability and deformity. There is no mention of revision. Doi: (B)(6) 2009 - dor: unk (right side). Patient is a resident of (B)(6). Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Patient demographics added. Update ad (B)(4) 2018: (B)(4) has been re-opened under pc-000242717 due to the receipt of ppf and sticker sheets received. There is no new allegation and revision reported. Updated the unknown hip to a liner, and added an ip for the head. Added lawyer and law firm. Doi: (B)(6) 2009 - dor: not reported (right hip).

Manufacturer narrative:
(B)(4).

Event description:
New unity record created in order to update etq complaint number (B)(4). New etq record created in order to update etq (legacy system) complaint number wpc 9327-2011. Reason for original complaint.- litigation papers allege: on or about (B)(4) 2009, patient was implanted with a depuy pinnacle mom system on his right side. Patient has sustained serious injuries, pain, and permanent disability and deformity. There is no mention of revision. Doi: (B)(4) 2009 - dor: unk (right side). Patient is a resident of (B)(6). Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Patient demographics added. Update ad (B)(4) 2018: (B)(4) has been re-opened under pc-000242717 due to the receipt of ppf and sticker sheets received. There is no new allegation and revision reported. Added lawyer and law firm. Doi: (B)(6) 2009 - dor: not reported (right hip).